Manufacturer narrative:
(B)(4). Manufacturer contacted customer on 3/12/25019 in a follow-up call to ensure that the initial concern was resolved;customer's initial concern was resolved and no medical attention or symptoms reported.

Event description:
Consumer reported complaint for bent pen needles. Pharmacist is calling on behalf of the customer. Per pharmacist, the customer did not have any symptoms when the pen needles were brought back to the store. No injuries were reported by the customer per pharmacist and no medical intervention was required at the time or at an earlier time. Customer was concerned that some of the pen needles were bent and they were not able to administer insulin.